Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative heard about a case from many years ago where the lead sustained damage when the physician removed it from the header of a device. It was noted that the setscrew may not have been fully loosened. Boston scientific technical services (ts) discussed reasons this may occur. No patient information was available. No adverse patient effects were reported.